Event description:
It was reported that low amplitude r-waves and high thresholds were observed. A micro-dislodgement was suspected. The lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.